Manufacturer narrative:
We received the attached study paper relating to the use of the duette multiband mucosectomy device. (Dt-6, dt-6f¿). This study is a prospective controlled observational study assessing the bleeding risk after emr of oesophageal neoplasia in patients requiring warfarin anticoagulation. This study was carried out in (B)(6) hospital in 2015. This complaint was opened to address the following; " there was one reported case of delayed bleeding in the controlled group no anti coagulation (102). See pg 2392. ¿one woman reported an episode of melaena 3 days after emr of a submucosal cancer." The paper implies that delayed bleeding patients received a blood transfusion. The device was not returned to cirl for evaluation therefore a documentation based investigation was completed. The customers complaint was confirmed on customer testimony. A lot number of the device was not provided therefore a review of the manufacturing and component records could not be completed. A definitive cause for the customers complaint could not be determined as the actual conditions of device usage could not be replicated. However as per the instructions for use haemorrhage (i.e. Bleeding) is stated in the following warning regarding potential complications; " potential complications associated with emr include, but are not limited to: retrosternal pain, nausea, laryngeal laceration, oesophageal perforation, stricture formation, obstruction, haemorrhage." It may also be noted that the pre-existing condition of sub-mucosal cancer may possibly have contributed to the delayed bleeding event, however, this cannot be conclusively determined. Prior to distribution all duette devices are subject to visual inspection to ensure device integrity. These inspections are outlined in internal procedures in place at cook (B)(4). Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
There had been cases of both delayed and immediate bleeding under separate conditions (journal article) post duette use. This complaint was opened to address the reported case of delayed bleeding in the controlled group, no anti coagulation (102). One patient reported an episode of melaena, 3 days after emr of a submucosal cancer. The paper implies that delayed bleeding patients received a blood transfusion.